Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the rigid endoscope telescope's outer tube was loose and detached. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the malfunction occurred due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.